Event description:
It was reported the customer had a button error alarm. Customer's blood glucose was 8.6 mmol/l. No additional information provided.

Manufacturer narrative:
Pump received with blank display due to broken solder joint. Unable to verify button error alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.